Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was retracting causing delay in the spring mechanism. The following information was provided by the initial reporter: insyte autoguard bc angiocath needle retracting. It was described as a delay in the spring mechanism. 22 ga 382523 lot# 2136403.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was retracting causing delay in the spring mechanism. The following information was provided by the initial reporter: insyte autoguard bc angiocath needle retracting. It was described as a delay in the spring mechanism. 22 ga 382523 lot# 2136403.